Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 1627487-2022-06603. It was reported the patient had lead fractures on both leads, and as a result the system was auto reducing, and the patient was experiencing increased pain. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 1627487-2022-06603. Additional information was received stating that surgical intervention took place where both leads were explanted and replaced to address the issue. As well as the ipg was electively replaced. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.